Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of supraventricular tachycardia (svt) resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the smartpass feature deactivated due to low r-wave amplitudes. Rhythmcare discussed programming and troubleshooting options to be considered at the next follow up appointment. This device was subsequently reprogrammed to the secondary vector with two times gain and extension to smart charge. This device remains in service. No adverse patient effects were reported.